Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system met specifications at the time of release. Therefore, the root cause of the reported event could not be determined conclusively.

Event description:
Additional information was provided by a company representative. The event occurred during irrigation/aspiration phase of a vitrectomy. There was no patient harm. The procedure was completed without delay by continuing with the aspiration at a lower speed. No system messages were displayed.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system did not aspirate well during surgery. The patient impact is unknown. Additional information has been requested but not received to date.